Event description:
It was reported that there was a discordance between the temperature measured by the arctic sun device equipment and what the clinical team measured by other means. In evaluation findings they report that the lcd showed an incorrect patient temperature but during the first test with temperature simulator, the device was showing the correct patient temperature on patient (B)(6). In a first inspection the device did not manage to lower the temperature at all, when opening the device, it was detected that the chiller pump was not working and it was replaced by a new one, then a second inspection was carried out, the chiller pump was working but the device lowered the temperature excessively slow and only reached 17ºc. After several tests it was concluded that the cooling system was not working properly.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue could not be duplicated during evaluation. The device was evaluated upon receipt. The reported issue could not be reproduced, simulated temperature is correct. During the first test with temperature simulator, the device is showing the correct patient temperature on (B)(6). No repairs were made for the reported issue as it was unconfirmed. In a first inspection the device does not manage to lower the temperature at all, when opening the device it is detected that the chiller pump is not working and it is replaced by a new one, then a second inspection is carried out, the chiller pump is working but the device lowers the temperature excessively slow and only reaches 17ºc. After several tests it is concluded that the cooling system is not working properly. Insufficient cooling due to faulty chiller, intermittently switches on and off. Dirty fill tube. Damaged shell. Strap kit was discolored. Replaced chiller pump, chiller assembly, shell, fill tube, and strap kit. As5000 system passed all tests, is functioning properly and is ready for use. The reported event is unconfirmed therefore the DHR review and labeling review are not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that discordance between the temperature measured by the equipment and what the clinical team measures by other means.